Manufacturer narrative:
H.6. Investigation summary: as samples were unavailable for return, twenty (20) retained samples were obtained from the manufacturing facility for review. The retained samples were evaluated; however, no signs of foreign matter were observed. A device history record review was completed for provided material number 301947 and lot number 2109150. The review did reveal one quality notification related to embedded contamination in the barrel, which may have contributed to this reported incident. Due to the high working temperatures, some particles may remain stuck in the internal walls of the product molds and become burnt. During normal production, the burnt particles may then become embedded into the newly molded piece. This issue was detected during the barrel production and segregation of faulty product was performed. However, the segregation must not have been performed properly as the faulty syringe in question was not rejected. This is a cosmetic defect which has no health risk as the plastic piece is embedded without the possibility of detachment. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd¿ syringe with needle experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, when administering medication to the child, it was found that there was a black foreign body inside the syringe.

Manufacturer narrative:
H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ syringe with needle experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, when administering medication to the child, it was found that there was a black foreign body inside the syringe.